Event description:
It was reported a patient underwent total shoulder arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 due to instability. All components were removed and replaced with a reverse shoulder system.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, manufacture date ¿ unknown.